Event description:
It was reported that there was a lead warning, with impedance measurements bouncing around, and noise and possible lead fracture not ed. Noise was reproduced with shoulder manipulation. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted: (B)(6) 2009. (B)(4).